Event description:
An extra-long grasper tip was used during robotic laparoscopic bilateral hernia repair case - grasper was hand operated. The black plastic insulation tube on renew laparoscopic instrument reusable tip broke. Part was able to be retrieved and the remaining part (approximately 6 mm x 4 mm) was unable to be found and was left in patient's abdominal cavity.